Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the scale markings were unclear. There was no report of patient impact. The following information was provided by the initial reporter: material# 301029 batch# 1346089; 1270083. It was reported scale marking issue.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1346089, medical device expiration date: 2026-11-30, device manufacture date: 2021-12-12. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: three photos and two loose 10ml syringes (p/n 301029) were received. Through visual inspection, it was observed that the syringes had ink rings in the grad line areas that went around the circumference of the syringe. The observed condition was non-conforming per product specification. Potential root cause for the ink rings defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batches 1306089 and 1270083 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the scale markings were unclear. There was no report of patient impact. The following information was provided by the initial reporter: material# 301029 batch# 1346089; 1270083 it was reported scale marking issue.